Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The quantum maverick monorail balloon was inflated to 16 atms on the initial inflation. Following ivus it was noted that the lesion was not fully expanded. The quantum maverick monorail was then inflated a second time to 18 atms and ruptured. The lesion being treated was located in a calcified, 90% stenotic in the distal circumflex (cx) coronary artery. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed. The mfg records for top assembly batch 6797064 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. There are no similar complaints of this nature related to this batch number.